Manufacturer narrative:
Cmp-(B)(4). The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening and stem misalignement: - 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 4, reference p0125h04 from 1 (B)(6) 2017 to 1 (B)(6) 2020. - 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 4, reference p0125h04 batch 0000134646. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision (hip, left) due to due to stem loosening and stem misalignment, 1 month after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry - UK) report : review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
(B)(4). Concomitant medical products - alize 11 cementless ha coated acetabular cup 50mm, reference (B)(4), lot 000144836. Alize acetabular liner 28 x 50mm, reference (B)(4), lot 000206553. Femoral head stainless/steel 28mm medium, reference (B)(4), lot 000227635. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to due to stem loosening and stem misalignment, 1 month after implantation. No additional patient consequences were reported.